Event description:
It was reported to gyrus acmi that the device is not coagulating properly. Diathermisied tissue sticking even though the machine indicated that coagulation was complete. No patient injury was reported.

Manufacturer narrative:
This device was returned in a very clean condition. The insulation is slightly cracked on all 4 legs, which indicates that the device has been used. The device functions mechanically as designed. The device was plugged into the lab generator which displayed the correct defaults- vp3/35. During activation "re-grasp" errors were observed. It was determined that the rear tooth on the bottom jaw was contacting the top jaw causing the device to short out. The tooth was making contact due to the length of the electrode insulation being slightly short. The complaint of the device not coagulating properly is confirmed.